Event description:
Information received indicates the caster will continue to swivel after the brake is set.

Manufacturer narrative:
The technician replaced the brake casters to repair the stretcher.